Event description:
Complainant alleged that while performing CPR compressions onto a patient, the electrodes pads seemed to be lifting as a result of the CPR puck. The attending clinician held the electrodes pads to the patient's chest to keep them on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The customer has indicated that the electrode pads have been discarded and are not available for evaluation. The customer has indicated that they have had several incidents which were not reported to zoll in the past. Please refence other reports of this nature filed by this customer, on medwatch report numbers: 1220908-2008-03102, 1220908-2008-03103, 1220908-2008-03104, 122908-2008-03130, 1220908-2008-03133, 1220908-2008-03134, and 1220908-2008-03135.

Manufacturer narrative:
The customer has indicated that the electrode pads have been discarded and are not available for evaluation. Analysis of failures of this type has not identified an increase in trend.